Event description:
This 72-year-old male patient was first treated on (B)(6) 2020 with 3 zephyr® valves placed in the rul and one valve in the rml, with good results. Over time, his dyspnea returned. After further evaluation and discussion of risks/benefits, a bronchoscopy was performed on (B)(6) 2023 with placement of 3 valves in the lul and lingula. The patient had immediate post-procedure respiratory failure requiring bipap and ICU admission. He was treated with steroids and bronchodilators for copd exacerbation, then came off bipap after a couple of hours, and was doing well on high flow oxygen. Later that day he presented a spontaneous left pneumothorax requiring chest tube placement. Despite a persistent air leak, his breathing improved over the next few days, and he was transferred out of the ICU. On day 5, his air leak continued, and he suddenly developed severe subcutaneous emphysema with worsening of respiratory failure (probably due to retraction of the chest tube). The patient was transferred back to the ICU and intubated. Empiric antibiotics were given for potential pneumonia. The initial chest tube was replaced. Air leak and pneumothorax appeared to resolve at that time, with improvement of the subcutaneous emphysema. But the next day his air leak returned. After discussion with the family, the valves were removed from the lul and lingula. Respiratory cultures were positive for mssa and e coli, confirming the pneumonia. The patient continued to do poorly and appeared very uncomfortable, even with heavy sedation. After discussion with the family, he was extubated palliatively to bipap on (B)(6) with a plan not to reintubate if he should worsen. He struggled on and off bipap for the next couple of days, with varying mental status. After discussion with family, it was decided to transfer the patient to a hospice center where he expired on (B)(6) 2023. No autopsy was performed. According to the treating physician, the cause of death is respiratory failure related to pneumonia, copd exacerbation, and pneumothorax with persistent air leak. All these clinical events happened as a complication of zephyr® valves placement to the lul after the initial treatment of the rul & rml. In conclusion, the death is related to complications of valves placement in the left lung.

Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.